Manufacturer narrative:
Eval summary: during product eval, the condition of intermittent channel select and stop buttons was discovered. Inspection of the pump found that this event was due to a defective user interface module (uim). The uim was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.

Event description:
The device was returned to baxter for service. During product eval. The baxter technician reported an infusion pump with an intermittent channel select and stop buttons. There was no pt injury or medical intervention necessary. No additional information is available.